Event description:
It was reported that (1) lcsc5 and (1) hp052 were used during a lap bowel resection procedure. It was reported by the rep that the device and handpiece locked out with constant tone upon first attempt to use. Opened another device to complete the case. There was no consequence to pt.